Event description:
It was reported that bleeding occurred with the pruitt shunt while the balloon was inflated using safety feature during a carotid endarterectomy procedure. No other injury or complications were reported.

Manufacturer narrative:
The device was not returned for evaluation. As a result, the root cause of the event could not be conclusively determined. During use it is possible if the balloons are inflated too rapidly or over inflated that the safety balloon activates. If the safety balloon becomes over inflated or if inflated too often it may stretch and provide less resistance over time resulting in the internal carotid balloon from being unable to inflate. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. As instructed in the IFU, the balloon should be slowly inflated to prevent the safety balloon from inflating and the user should slide the safety sleeve over the safety balloon once the balloon is in place. When balloon inflation is completed, the IFU instructs to: close the white stopcock and slide the movable sleeve over the external safety balloon. This will prevent reflux from the internal carotid balloon into the external safety balloon and prevent subsequent loss of vessel occlusion. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.